Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17213.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices alarm for "occlusion," blower not running. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per the pneumatics screen: blower amp and volts = zero. When flow was set to 10 ams and volts did increase to1.99a and 1.18v. Blower rpm remained at 3000. The rse advised to replace the blower. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time.